Manufacturer narrative:
Concomitant medical devices: 1888tc, st jude lead, implanted: unknown; 7120q, st jude lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead review of the remote transmission data indicated unable to confirm lv lead capture. The lv lead remains in use. No further patient complications have been reported as a result of this event.